Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during transport to explant, when the automated impella controller (aic) was disconnected from the ac power, a controller failure alarm appeared. After restart, the screen froze. The device was not removed due to the failure mode. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. The console logs from the reported day of event are consistent with the complaint and show that 17 seconds after the console presented with an advisory notification ¿ac power disconnected¿, all serial communication between epc and automated impella controller peripherals started failing, and corresponding processes were restarting in an attempt to recover communication. Log data indicated that during this time, the pump was stopped for about seven seconds, and optical bench did not provide placement data for about 30 seconds (which is also when all communication issues resolved). After pump restart, there were still some unusual entries in the logs that could not be interpreted. After another 30 minutes, the pump and purge were disconnected from the console, and five minutes later battery failure alarm was set and resolved. This was presumably due to the staff disengaging the batteries in an attempt to shut down the console that may have been at this point unresponsive. A few seconds later, a user-requested shutdown was executed, and the console was promptly powered down. Throughout the duration of the case, there were many interruptions of data streaming. Each time recovering after the first and second handshake attempt. Corresponding journals showed multiple unexpected reboots coinciding with the moments of "bad file descriptor" in the logs. There was no correlation noted between the reboots and wifi signal strength or access point connection. The console was tested but none of the issues could be reproduced. No anomalies were observed. The console components that potentially could have contributed to the issue are the 4-in-1 assembly as a communication hub and assembly as power source to all components. D.4 revised model number from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 codes 3270 and 403 were reported incorrectly on the previously submitted report. A new code has been added to medical device problem codes.